Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer stated he changed the infusion set and the alarm is recurring. Blood glucose value is 82 mg/dl. The cannula he removed was not bent but the insulin vial in use expired on (B)(6). The customer changed the infusion set type helped. The customer does not use the serter to insert the infusion set. Customer was advised about recommendations to prevent no delivery alarms. Customer will try all remedies discussed and call back if issue persists.